Event description:
Sorin group received a report that, during the vein harvesting procedure, a blue piece was seen in the patient's leg. There was no apparent effect to the patient.

Manufacturer narrative:
Sorin group received a report that, during the vein harvesting procedure, a blue piece was seen in the patient's leg. Attempts to retrieve the piece were reportedly unsuccessful but there was no apparent effect to the patient. The device was returned to sorin group USA for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.